Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. No adverse consequences to the patient.